Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in impedance measurements and threshold measurements. Strips were forwarded to boston scientific technical services (ts) which revealed possible psuedo fusion or loss of capture, however it could not be determined for sure based on the strip provided. It was later reported that the impedance measurements increased to greater than 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
An invasive procedure was performed. This lead was capped and successfully replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.